Event description:
It was reported that the patient underwent a surgical procedure to have an inflatable penile prosthesis (ipp) pump explanted due to the cylinders not inflating, when the pump was activated. A new pump was implanted . No patient complications reported.